Event description:
Revision of right triathlon femur. Pt previously had right lateral uni done and revised to triathlon primary (B)(6) 2011. Femur removed and revised to triathlon ts femur and stem and completed as originally planned.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.